Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they woke up from the implant procedure with increased leg pain. The healthcare professional removed the lead several hours later because of the increased leg pain. It was noted that the lead placement had been tough and no other diagnostics were known to have been performed. The issue was resolved at the time of the report. No device issues reported. The indication for use was spinal pain.